Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: there was a crack along the battery compartment threads. Unrelated to the battery compartment, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).